Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and biopsy channel was confirmed to be clogged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, it was noted that stent was clogged in the biopsy channel when the device user attempted to retrieve it through the channel. The investigation confirmed that the biopsy channel was clogged with a cleaning brush that likely remained after reprocessing of the device. However, it was not confirmed if the device was used in another procedure with the clogged biopsy channel. The root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4.1 precautions - warning: do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance.¿ this supplemental report includes additional information added to d10. Also, an update has been made to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the middle of endoscopic retrograde cholangiopancreatography (ercp) procedure, the duodenovideoscope and stent was stuck in biopsy channel that led to procedure being delayed by 45 minutes while trying to remove the stent. The intended procedure was completed with another similar device scope and stent. No patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.